Manufacturer narrative:
(B)(4). Item# 11-163663 28mm m2a mod head +3mm nk lot# 578110, item# 11-165218 ringloc bi-polar 28x47mm lot# 958990. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to item discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately one month post implantation due to a periprosthetic femur fracture resulting from a fall. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.